Manufacturer narrative:
No samples were received for investigation for (B)(4) , in which the customer has stated: ¿the products were disconnected from each other immediately after connecting the external extension tube (thermo "safed extension tube" inner diameter 2.1 mm, 50 cm tube, capacity 1.7 ml, lock and cap _sf-et1735l) to the female side (mixing part)¿. The product in use at the time is reported to be a mz5303. Additional information provided by the customer states that the connecting product had a luer lock connection. The details of this feedback were forwarded to the manufacturing site for investigation; however, the lot number was not available and therefore it is not possible to perform a review of the production documentation for this particular product. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the mz5303 extension set in the past 12 months.

Event description:
It was reported that bd bd maxzero multi-fuse pressure rated extension set with needleless connector disconnects the following information was received by the initial reporter with the following : it was reported that the products were disconnected from each other immediately after connecting the external extension tube (thermo "safed extension tube" inner diameter 2.1 mm, 50 cm tube, capacity 1.7 ml, lock and cap _sf-et1735l) to the female side (mixing part).